Event description:
Impedance were greater than 4000 ohms on all bipolar electrode pairs. Additional info has been requested. A follow-up report will be submitted if additional info becomes available.

Manufacturer narrative:
(B)(4)